Event description:
It was reported that the 9800 system failed state inspection. The beam exceeds the visible image. No patient injury was reported.

Manufacturer narrative:
This issue is a possible aro. A ge service representative performed an on site investigation. The image intensifier size was adjusted during the service call. The system was tested and found to be working as intended and put back into service.